Manufacturer narrative:
Product event summary: it was noted the rf head was functional. Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable insulation was damaged. Analysis also found the rf head label was missing the laminate. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.